Event description:
A (B)(6) female presented for extraction of a medtronic crt-d, 6949 cardiac lead, due to fracture. A spectranetics 12fr. Glidelight was used for a successful extraction of the lead. Once the outer sheath was removed there was a drop in the patients' blood pressure and an svc tear was diagnosed. A spectranetics bridge occlusion balloon was used to tamponade the bleeding until the surgeon could repair the svc tear. Once the bleeding was controlled a new rv implant was placed. Patient survived the procedure.